Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the balloon had the appearance of having been inflated. No tears were visible ion the balloon material. The device was attached to an encore and during an attempt to inflate the balloon a pinhole leak was noted in the balloon material. The pinhole was located in the mid-body of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-dec-2016. It was reported that balloon leak occurred. The target lesion was located in an arteriovenous shunt. A 6.0mm40mmx75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflating the balloon at 24 atmospheres, the balloon had leaked. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.